Manufacturer narrative:
MDR is being filed fue to field action ref (B)(4). Customer's complaint was replicated with in-house testing of the code chip of retain lot c3233a. Code chip ranges did not match ev card ranges. The manufacturing records for the control lot were reviewed and the lot met release specifications. A CAPA, CAPA-(B)(4), was initiated to address this issue.

Event description:
The customer attempted to run the total 5 control level 1 at 2 stdev with a d-dimer result outside of the expected range low at 350 ng/ml (2 stdev: 390-584 ng/ml). Total 5 control vial only thawed for approximately 20 minutes.